Manufacturer narrative:
(B)(4) the liberty cycler was not returned or replaced. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient recently expired. Pdrn did not have further details, the date of the date or the cause of death. Patient's medical records were requested.